Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure (batch no. Dj11008 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("patient was having migraines"). On (B)(6) 2017, years and months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal and migraine with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor valid lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as valid batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-may-2017: quality-safety evaluation of product technical complaint. Reported lot number dj11008 was verified as an invalid lot number. Company causality comment : this medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and underwent essure removal 6.5 years after insertion. The event is anticipated in the reference safety information for essure. In this case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering the nature of the event, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, a non-serious event was reported (migraine). A product technical complaint investigation cannot be performed as valid batch number or sample was not provided thus resulting in an unconfirmed quality defect. Further information is awaited.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure (batch no. Dj11008 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("patient was having migraines"). On (B)(6) 2017, 6 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal and migraine with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor valid lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as valid batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-sep-2017: reporter did not respond to follow-up attempts. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure (batch no. Dj11008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("patient was having migraines"). On (B)(6) 2017, 6 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal and migraine with essure. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and underwent essure removal 6.5 years after insertion. The event is anticipated in the reference safety information for essure. In this case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering the nature of the event, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, a non-serious event was reported (migraine). Further information and a product technical analysis are awaited.